Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Npi error on several units. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: calibration. Case resolution: explained that this error can be caused by corrupt calibration data. She is going to run a calibration followed by a pm and see if it gets resolved. If not she will send units in. If someone used a version of asm lower than 10.x it can induce this.